Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 3000111; humeral head 3100147; replicator plate 3001015.

Event description:
It was reported via clinical study, that approximately 6 years postop the initial implant, this 68 yo male patient was revised due to aseptic glenoid loosening confirmed by x-ray. The patient¿s outcome was last known as continuing. The case report form indicates this event is definitely not related to device and definitely not related to procedure. Devices will not be returned.

Manufacturer narrative:
(H3) the potential revision reported was likely the result of an insufficient bone between the implant and the bone which led to aseptic (non-infected) glenoid loosening. The extent and root cause of the glenoid loosening could not be determined as the device, nor images of the device, could not be returned, and radiographs were not provided. The most probable root cause associated with the event of ¿loosening - glenoid¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Event description:
It was reported via clinical study, that approximately 6 years postop the initial implant, this patient will be revised (B)(6) 2023 due to aseptic glenoid loosening confirmed by x-ray. The patient¿s outcome was last known as continuing. The case report form indicates this event is definitely not related to device and definitely not related to procedure. Devices will not be returned. New information received (B)(6) 2024 indicates the patient ultimately did not decide on surgery and the outcome of this event is now considered resolved.